Event description:
It was reported that the customer's insulin pump has a cracked display. Customer's blood glucose level at the time 234mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a cracked display window, a cracked case at the display and reservoir window corners, cracked battery tube threads and a cracked reservoir tube lip.